Event description:
It was reported that upon implementation of the proximal body onto the stem, the screw engaged the stem threads for roughly 3 turns of the t-handle before it stopped engagement of the threads and began to spin freely. The proximal body/stem separator was then used to attempt to remove the proximal body. The separator engaged the proximal body an the t-hande was then used to disengaged the body/stem taper junction. The separator then broke without setting body stem.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding size/fit issue involving a restoration modular bolt was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports are needed to investigate this event further.

Event description:
It was reported that upon implementation of the proximal body onto the stem, the screw engaged the stem threads for roughly 3 turns of the t-handle before it stopped engagement of the threads and began to spin freely. The proximal body/stem separator was then used to attempt to remove the proximal body. The separator engaged the proximal body an the t-handel was then used to disengaged the body/stem taper junction. The separator then broke without setting body stem.